Manufacturer narrative:
Updated analysis summary by leonardo torres on (B)(6) 2022 product no longer available. Unable to download pump history files and traces using thus. Unable to download carelink files. S/w 4.11j retainer ring = clear on (B)(6) 2021 the customer alleged pump under delivering and having high bgs/ diabetic ketoacidosis . Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test, self test, and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. The test p-cap and reservoir does lock in place in the reservoir compartment. Unit received with keypad overlay texture damage, fading serial number label, missing display window cover and cracked case at battery tube side in summary, customer allegation for pump under delivering not confirmed during functional testing. Unable to verify customer alleged for high bgs/ diabetic ketoacidosis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose and possible under delivery. Customer's blood glucose at the time of incident was 23.0 mmol/l. The customer's current blood glucose was 10 .9 mmol/l. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of high blood glucose event. Auto mode feature was active at the time of event. Based on customer report customer does allege pump was under delivering due to change if infusion set. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. Device received with cracked retainer fading serial number label, missing display window cover and cracked case at battery tube side